Event description:
Reportedly, the pacemaker was found in standby mode during the interrogation on (B)(6) 2018 and was correctly re-initialized. In addition, ventricular noise oversensing that is typical of a lead issue or a lead-pacemaker connection issue was reportedly observed in several arrhythmia episodes that were recorded in the device memory from (B)(6) 2017 onwards. Ventricular lead impedance measurements below 200 ohms were intermittently recorded from (B)(6) 2017 onwards. There is a suspected ventricular lead fracture.